Event description:
It was reported that the pulse generator exhibited backup vvi and could not be interrogated. The patient was not pacemaker dependent. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the pulse generator went into bvvi due to an unrecoverable parity error.